Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator and handset were not holding a charge and they needed it to be plugged in to the charger 24/7 and it would still be at 0%. The patient added that this issue started when they first got the equipment. The patient confirmed that the communicator battery is at 94% and the handset battery is at 95%. The agent advised the patient to monitor the status of the battery after 4 hours and contact us back to check on how much will the battery depletes. The patient also mentioned that the cord included when they received the equipment is not working and currently using a different one. The patient further mentioned having 90% lag when connecting to myptm and added that they were wheel chair bound.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.